Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the device was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 10mm x 4cm balloon. The balloon was received inserted into a 6f introducer sheath. The balloon was fully inserted through the introducer sheath and was not stuck within the sheath. The distal end of the balloon was prolapsed over the distal tip, indicating retraction issues. A complete circumferential break was observed in the outer catheter at the butt joint, which exposed the inner polyimide lumen. The catheter remained in one piece as the polyimide remained intact. The polyimide was kinked at the location of the break. The edges of the proximal end of the butt joint break were examined and observed to be jagged. The introducer sheath was examined and the distal tip was flared, likely indicating retraction issues. Functional/performance evaluation: functional testing could not be performed due to the condition in which the sample was returned (i.e. Break at butt joint). Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned within a 6fr introducer sheath. The investigation is confirmed for a break at the butt joint and sheath retraction issues based upon the condition in which the sample was returned (i.e. Distal end of balloon prolapsed over distal tip and flared introducer sheath tip). It is likely that excessive force attempting to retract the balloon through the sheath caused the break. However, the definitive root cause for the retraction issues could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta dilation balloon catheter allegedly would not retract through the sheath; therefore, the catheter and sheath were removed together as a single unit. Reportedly another balloon was used to complete the procedure. There was no reported patient injury.